Manufacturer narrative:
Date of event and therapy dates are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2021-04033, 3006705815-2021-04034. It was reported that lead migration and high lead impedances were observed, and therapy was ineffective. One lead was not screwed into the header and the other had no suture in the anchor. As a result, surgery occurred in which the leads were explanted and replaced, which resolved the issue. Complete conformation regarding which issues apply to which leads is not known, so all issues are being reported on both leads.